Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menorrhagia, endometrial ablation, asthma, fibrocystic breast disease, cervical dysplasia and menorrhagia. Previously administered products included for an unreported indication: mycins allergy and allergies: ceclor. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: there were five coils extending from the left tubal ostia and three from the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result-there are bilateral essure tubal occlusion devices present. There is no spillage of contrast bilaterally. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menorrhagia, endometrial ablation, asthma, fibrocystic breast disease, cervical dysplasia and menorrhagia. Previously administered products included for an unreported indication: mycins allergy and allergies: ceclor. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: there were five coils extending from the left tubal ostia and three from the right.. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result-there are bilateral essure tubal occlusion devices present. There is no spillage of contrast bilaterally. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report